Event description:
Information was received from a healthcare provider regarding a patient in a clinical study who was receiving dilaudid with concentration 2.5 mg/ml at a dose rate of 0.3505 mg/day, bupivacaine with concentration 30.0 mg/ml at a dose rate of 4.206 mg/day, and compounded baclofen with concentration 1,500.0 mcg/ml at a dose rate of 210.3 mcg/day via an implantable pump as of (B)(6) 2015 for non-malignant pain. It was reported the patient indicated having felt over-medicated following a 40% increase. Programming from the most recent refill prior to the event occurred on (B)(6) 2015. Prior to the 40% increase, the pump administered the following medications as of (B)(6) 2015: dilaudid with concentration 2.5 mg/ml at a dose rate of 0.2500 mg/day, bupivacaine with concentration 30.0 mg/ml at a dose rate of 3.000 mg/day, and compounded baclofen with concentration 1,500.0 mcg/ml at a dose rate of 150.0 mcg/day. The clinical diagnosis was intrathecal medication side effects. Intervention included reprogramming on (B)(6) 2015. Regarding etiology, the event was related to the device/therapy and was unrelated to the implant procedure. It was further noted that the event was related to an increase dose regarding hydromorphone (dilaudid). The event resolved without sequelae as of (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.